Manufacturer narrative:
Date of submission 24-apr-2018 : the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump¿s black box showed cs 064-0001 motor stalls due to occlusion during the prime operation. During testing, the pump was primed and exercised for 24 hours with no motor alarms occurring. The complaint of cs 064 call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.